Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Evidence of discharged batteries being installed in the pump observed in the bb history. Returned battery cap secured to the pump and maintained electrical connection. The battery compartment was intact; no damage or cracks observed. No evidence of moisture observed in the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate ¿no power¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).